Event description:
It was reported that pump displayed malfunction message in tandem source, and customer was informed this indicated pump malfunction with code 16 and associated fault ID. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump within warranty, confirmed pump serial number and shipping address, provided storage mode instructions for transport, and instructed customer to return malfunctioning pump to tandem within ten days using provided return materials.